Event description:
Screw, diameter 1.5, self-cutting, head broke off. This is 1 of 1 report for this incident, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visual investigation of the screw revealed that the head had been damaged. No abnormalities were detected when viewing the material and manufacturing documentation as part of the device history review. No product fault was able to be established. The investigation determined the matrix midface screw was used as a repositioning tool which is not a recommended use. It was reported that a titanium wire was twisted around the screw head to enable pulling on the wire for repositioning of the screw head causing the screw head to break off. No product fault was able to be established. Device is not distributed in the united states, but is similar to device marketed in the USA.